Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to oily motor. The displacement test could not be performed and the motor position encoder error alarm verified due to motor error alarm. The device also had a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms. The blood glucose at the time of the incident was 143 mg/dl. The customer stated that the device went to a body scanner at the airport. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.